Manufacturer narrative:
The investigation for the console (aic) power issues has been completed. Data logs were reviewed which show the monitoring suddenly end on the complaint date. There are no indications for why the logs end abruptly. The console was returned for investigation and the symptoms described in the complaint were reproduced. Upon booting up the console, the screen was black, serial communication to the console was non-functional and the soft touch buttons were unresponsive. While powered on, the impellatronic board, optical bench , and purge assembly all had power but the kbd was not being sent voltage from the 4-in-1. Additionally there was not voltage to the I/o port which would leave the rlm unpowered. Voltage from the pbm to the 4-in-1 was confirmed with and without ac power. A known-good 4-in-1 was swapped in and the console was able to boot up as expected with all the subsystems powered which is when the logs were able to be downloaded. The original 4-in-1 was reinserted with the symptoms returning. The cause of the aic shutting down mid-case and losing impella connect visibility was a defective 4 in 1 board. H6 clinical code 1914, h6 impact code 4644.

Manufacturer narrative:
The device was not received for evaluation. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
The user facility reported a 59-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella aic (automated impella controller) screen was black. The green lights to soft keys and power were still on and the blue light in the back was blinking six times. The patient pressures dropped and went up on levo temporarily. The aic was exchanged, and the patient went into vtach temporarily, but resolved on its own. The patient is stable.